Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion occurred. No impact to the customer¿s blood glucose. The customer changed all supplies and resumed insulin delivery. Multiple attempts were made by tandem technical support to troubleshoot with the customer; however, the customer did not respond.